Event description:
Lavh - "loss of inflation. Prior to this, there were issues of over insufflation probably due to the insufflation device being defective. Surg. Also used a cork screw instrument which was bent in patient during operating room. The tip of cannula has some damage due to attempting to remove the instrument." Patient status: good. Type of intervention: surgeon resorted to removing the uterus trans vaginally.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted in the FDA.